Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were getting an alarm that reads something like "patient temperature not detected" in an arctic sun device. Also, the water has been cold for an extended period of time and the patient's temperature was above target. Targeted temperature (tt) was 37c, patient temperature (pt) was 37.7c, water temperature (wt) was 5c, flow rate (fr) was 1.8lpm. Directed nurse to the event log. Alarms 14 (patient temperature out of range), 114 (treatment stopped) and 116 (patient temperature change not detected) in log. Nurse confirmed they had to reposition the temperature probe earlier leading to alarm 14. Discussed alarms 114 and 116. Discussed causes of heat generation and benefits of counter warming. Explained that if the water remained cold, they might be alarm 115 (prolonged warm water exposure). Asked nurse to be diligent with skin checks and to continue to treat heat generation per protocol. Confirmed good pad coverage. Per follow up information received via task on 02jan2025, spoke with rn who confirmed they worked with this adult patient and stated they believe the alarm 14 was user-related because the alarm occurred after a nurse tried readjusting the probe. No further issues after the probe had been reseated properly. They said the temperature issue was patient-related and they were able to cool with the help of additional ice packs. Device has remained in service.

Event description:
It was reported that the nurse stated that they were getting an alarm that reads something like "patient temperature not detected" in an arctic sun device. Also, the water has been cold for an extended period of time and the patient's temperature was above target. Targeted temperature (tt) was 37c, patient temperature (pt) was 37.7c, water temperature (wt) was 5c, flow rate (fr) was 1.8lpm. Directed nurse to the event log. Alarms 14 (patient temperature out of range), 114 (treatment stopped) and 116 (patient temperature change not detected) in log. Nurse confirmed they had to reposition the temperature probe earlier leading to alarm 14. Discussed alarms 114 and 116. Discussed causes of heat generation and benefits of counter warming. Explained that if the water remained cold, they might be alarm 115 (prolonged warm water exposure). Asked nurse to be diligent with skin checks and to continue to treat heat generation per protocol. Confirmed good pad coverage.per follow up information received via task on 02jan2025, spoke with rn who confirmed they worked with this adult patient and stated they believe the alarm 14 was user-related because the alarm occurred after a nurse tried readjusting the probe. No further issues after the probe had been reseated properly. They said the temperature issue was patient-related and they were able to cool with the help of additional ice packs. Device has remained in service.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: e, f, h the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were getting an alarm that reads something like "patient temperature not detected" in an arctic sun device. Also, the water has been cold for an extended period of time and the patient's temperature was above target. Targeted temperature (tt) was 37c, patient temperature (pt) was 37.7c, water temperature (wt) was 5c, flow rate (fr) was 1.8lpm. Directed nurse to the event log. Alarms 14 (patient temperature out of range), 114 (treatment stopped) and 116 (patient temperature change not detected) in log. Nurse confirmed they had to reposition the temperature probe earlier leading to alarm 14. Discussed alarms 114 and 116. Discussed causes of heat generation and benefits of counter warming. Explained that if the water remained cold, they might be alarm 115 (prolonged warm water exposure). Asked nurse to be diligent with skin checks and to continue to treat heat generation per protocol. Confirmed good pad coverage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.